Manufacturer narrative:
Investigation summary: occurrence: a complaint history check was performed and this is the 3rd. Related complaint for needle clog on lot # 9169553. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the pen ndl 32g 4mm 5 bag 50 box sample would not fully depress during the priming. The following information was provided by the initial reporter: "consumer reported that the pen would not depress all the way during the priming. Consumer does not re-use."